Event description:
Additional information indicated an additional battery exhibited power switching. The battery received prior power source lubrication servicing. Power source lubrication servicing was performed again for this battery and it remains in use.

Manufacturer narrative:
Corrections: b3, b5, h10 additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 28-feb-2019 / serial#: (B)(6). UDI #: (B)(6). D10: no h3: yes h4: mfg date: 08-feb-2018 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2019 / serial#: (B)(4), UDI #: (B)(4). Device available for eval: no. Mfg date: 26-jul-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial#: (B)(4), UDI #: (B)(4). Device available for eval: no. Mfg date: 16-apr-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and two batteries were involved in power switching, with the batteries switching power from port one to port two at 50% charge. The controller was exchanged. The batteries had received prior power source lubrication servicing. Power source lubrication servicing was performed again and the batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one controller was returned for evaluation. Six batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving three batteries. A power source lubrication procedure was performed on one battery on 09-jan-2019. There was no evidence that the other batteries were lubricated prior to the event date. Another power source lubrication procedure was performed on all devices on 03-jul-2019. As a result, the reported event was confirmed. The most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to corrosion of the controller power port pins. An internal investigation examined momentary disconnections. Additional products: d4: serial#: (B)(6) h5: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial#: (B)(6) h5: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2019 / serial#: (B)(6) UDI #: (B)(4) d10: no h3: yes h4: mfg date: 26-jul-2018 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial#: (B)(6) UDI #: (B)(4) d10: no h3: yes h4: mfg date: 17-apr-2018 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2018 / serial#: (B)(6) UDI #: (B)(4) d10: no h3: yes h4: mfg date: 06-dec-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Three other batteries subsequently tested out of specification during manufacturer's analysis. The three batteries remain in use.